Event description:
The report received from the affiliate indicated that during a stent assisted micro coil embolization, the physician deployed an enterprise vrd and delivery stent to protect the neck on a small but wide neck aneurysm. After deploying several microvention 2 mm diameter coils to the aneurysm, the physician noted that one coil had exited the aneurysm and was protruding into the parent artery. The physician then pushed the coils as distally as possible to avoid occlusion of a major artery. The procedure was completed successfully. There was no reported patient injury. There was no difficulty reported in deploying the enterprise vrd stent.

Manufacturer narrative:
The product is not available for evaluation and testing. It was reported that the enterprise vrd device did not provide neck protection to the aneurysm and one coil herniated from the aneurysm into to the parent artery. The coil was pushed as distally as possible to avoid occlusion of a major artery. It was reported that the procedure was successfully completed with no injury to the patient. The enterprise was deployed without any difficulty and after deploying several coils (2mm diameter by microvention) one coil exited the aneurysm and entered the artery. The target site was a small but wide necked internal carotid artery aneurysm with a distal parent artery diameter of 2.68mm and proximal diameter 3.35mm. The tail of a coil is seen protruding into the proximal parent vessel in received images. The device remains implanted and the lot number is not known; therefore a device history record review cannot be completed. Based on the limited procedural information pertaining to the coil placement and subsequent protrusion, no definitive conclusion can be made regarding the event and the enterprise vrd. It is possible that procedural factors related to the placement and deployment of the coil contributed to protrusion of the distal end of the coil through the open cells of the enterprise. Coil migration/prolapse into normal vessels adjacent to the aneurysm is a known adverse event associated with the use of the enterprise vrd as outlined in the instructions for use. As reported there were no technical issues related to the placement of the enterprise vrd and no identified issues possibly related to the device manufacturing process. Therefore, no corrective actions will be taken at this time. Please note that this is the initial/final report for this product.